Manufacturer narrative:
Corrected to (B)(6) 2017.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 264 mg/dl, which would be addressed with a bolus delivery, and insulin pens. Reportedly, the customer would obtain insulin pens for alternate insulin therapy. The customer declined further follow-up from tandem technical support to ensure receipt of alternate therapy.